Event description:
The fe reported that the system gave an overtemp error and would not make exposure. This resulted a total loss of imaging functionality. There is no report of injury death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The temperature sensor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.